Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged being cluttered in the morning with mucus (up to vomiting) and the throat irritated and also exacerbation of symptoms with difficulty breathing/feeling of suffocation at night because of mucus and headaches. There is no allegation of serious or permanent harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.